Event description:
Patient was sent to xray. He returned ~1hr later and his pca pump was not working. It was unable to power up. It is unknown how long the patient was without pain medication. The pump was replaced.